Event description:
Per the report received from italy, edwards received notification of a pascal precision procedure in mitral position. During procedure a single leaflet device attachment (slda) occurred. The patient was in cardiogenic shock with intra aortic balloon pump (iapb) assistance during the procedure. Patient had a mixed etiology mitral valve with dense chords, and both leaflets were tethered with a cleft in the anterior leaflet and an indentation in the posterior leaflet that was short (6-7mm). The first device was implanted a2 medial - p2 lateral. The device detached from the posterior leaflet and no additional devices were implanted. Mitral regurgitation level before the procedure was severe and post-procedure remained severe. Patient final outcome was stable condition.

Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The event is captured by edwards lifesciences under complaint#: (B)(4). B2: other serious: in this case there was no reintervention performed. However, there is a potential for reintervention. E1 (telephone number): (B)(6). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist who was present on the site. Available information suggests patient anatomy likely contributed to the event. Per event description, patient had a mixed etiology mitral valve with dense chords, and both leaflets were tethered with a cleft in the anterior leaflet and an indentation in the posterior leaflet that was short (6-7mm). Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformance's. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.